Event description:
An endurant stent graft system was implanted for the treatment of an abdominal aortic aneurysm. The proximal aortic neck was 26 mm in diameter at implant and is currently 30 mm in diameter. The patient had a type ii endoleak noted at the index procedure. The aneurysm is currently 7 cm in diameter. It was reported that the patient presented emergently. The patient¿s neck dilated over time and a type I endoleak developed. The doctor chose to cuff up with 2 36mm cuffs 36x36x49, the first cuff was implanted and the endoleak did not resolve, a second cuff was implanted and snorkel the renals and sma, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).